Event description:
It was reported that the patient had a bruise around the implantable pacemaker. Boston scientific technical services (ts) advised patient to reach out to physician. This device remains in service. No adverse patient effects were reported.